Manufacturer narrative:
(B)(4). Additional information: the analysis found that one ple60a device was returned in good visual condition and with no cartridge reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The device was disassembled to reset the manual override system; the instrument was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. Event could not be confirmed as the device closed and opened without any difficulties noted. The manual override worked properly during testing. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a low anterior resection (lar) procedure, as the surgeon was removing the stapler from the trocar after the fourth successful firing, he closed the handle and handed the stapler to the scrub tech for reloading. The scrub tech couldn't open it. They thought the manual release lever might unlock the stapler, so it was activated. They realized it had no impact, so they used a new stapler. There were no patient consequences.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.